Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left iliac vein. During procedure, a wallstent was implanted to the lesion. Then a 18-4/5.8/75 mm xxl¿ esophageal balloon catheter was advanced for post-dilation. However, during the second inflation at 4 atmospheres, the balloon ruptured. The device was completely pulled out from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was return for analysis. The balloon was unfolded and saline solution was visible within the balloon which indicates the balloon had been subjected to positive pressure. Blood was visible within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and subjected to positive pressure when liquid was observed escaping from a pinhole leak in the balloon material 38mm distal to the distal edge of the proximal markerband. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. A visual and tactile examination of the device identified a shaft kink 218mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The most probable root cause has been determined to be use/user error. It was reported that the complaint device used in the iliac vein. The xxl esophageal dfu states: "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus.'' (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left iliac vein. During procedure, a wallstent was implanted to the lesion. Then a 18-4/5.8/75mm xxl esophageal balloon catheter was advanced for post-dilation. However, during the second inflation at 4 atmospheres, the balloon ruptured. The device was completely pulled out from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.